Event description:
Information received from the field does not address the patient's clinical status but notes output and telemetry anomalies. At the april 1998 follow-up visit, the battery impedance was 4k ohms.